Event description:
It was reported that during a device replacement due to eri, externalized conductor were observed under fluoroscopy. No electrical anomalies were detected. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.